Event description:
Additional information was received that there were no changes to pump parameters. Despite the alarms, there were no actual symptoms described by the healthcare provider. The patient was ongoing with the heartmate 3 device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus within the outflow graft lumen and the rotor eye. Although a specific cause for the observed thrombi could not be conclusively determined, they may have contributed to the reported low flow events and elevated rotor displacement and rotor noise values captured in the extracted log files. The reported low flow hazard alarms could not be confirmed as no controller event log files were submitted for review. (B)(6) was returned assembled with the pump cable severed approximately 8.0¿ from the pump header. The distal portion of the pump cable (including the inline connector) and modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The cuff lock was disengaged prior to the pump¿s return for evaluation, and the apical cuff was not returned. Upon disassembly of the returned pump, a white/pink, tissue-like thrombus was observed along the proximal portion of the outflow graft lumen. This thrombus was adhered to the graft; however, it was thin and did not appear to have significantly obstructed the blood flow pathway during support. An additional red, tissue-like thrombus was observed fully occluding the rotor eye. This thrombus was not adhered, suggesting that it did not form in the rotor; however, the specific origin of the deposition could not be conclusively determined through this evaluation. Additionally, this deposition may have obstructed a significant portion of the blood flow pathway during support and could have contributed to the reported low flow events. Examination of the remaining blood-contacting surfaces revealed no other evidence of developed depositions or thrombus that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured a decrease in pump flow to 0 lpm on 16sep2025; however, it is unknown whether the observed decrease in flow was associated with any audible alarms, as the corresponding controller event log file is not available for review. An increase in rotor displacement to values of up to 112 micrometers (um) was captured alongside an increase in rotor noise with values of up to 52 um during the observed low flow events. These increases along with the observed low flow events appear to be consistent with a material, such as thrombus, being ingested into the pump, occluding flow, and interfering with the rotor. Further investigation of the log files also revealed that there was no current on the i3 phase during testing, post-explant. No other notable events were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. At lower speeds the device operated as intended and in accordance with manufacturing specifications. However, due to the issue with the bearing current phase i3, the device was unable to reach the maximum speed of 9000 revolutions per minute (rpm) and could not be functionally tested at this setting. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, the patient handbook instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels, and to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic with continuous red hazard low flow alarms. Computed tomography (CT) scan showed occlusion in the outflow and inflow. Pump exchange was performed on (B)(6)2025.